Event description:
It was reported that as lvp bur 60d smbore 3ss had air in line issues. The following information was provided by the initial reporter: material no: 2441-0007 batch no: 20075374. It was reported that there were air in line issues with some burette sets.

Manufacturer narrative:
Investigation: customer reported there was a leak in the last port connection, and returned the affected sample. Sample was tested by priming with water. Testing found a substantial leak in the luer connection of the second smart site, verifying the complaint. Analysis under the microscope showed that there was a puncture in the smart site, causing the leak. The root cause of the puncture cannot be determined as it cannot be proven. Some options are accidental puncture by the customer, damage during assembly or packaging, or an issue with the piston. A device history record review for model 2441-0007 lot number 20075374 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 60d smbore 3ss had air in line issues. The following information was provided by the initial reporter: material no: 2441-0007, batch no: 20075374. It was reported that there were air in line issues with some burette sets.